Manufacturer narrative:
The dealer believes that the patient purchased the shower chair about two year ago. However, the lot code provided by the dealer indicates that the shower chair was over 11 years old at the time of the incident. The dealer provided a photograph of the shower chair, which confirms that the seat is cracked completely in half. The underlying cause is undetermined. The 9780 shower chair is distributed by invacare and has multiple potential suppliers. The supplier of this particular unit is unknown. It was requested that the dealer provide additional closeup photos of the underside of the seat, showing the product label and plastic embossing/imprints, to confirm the age of the device and its manufacturer. It was also requested that the shower chair be returned to invacare for evaluation. Attempts are being made to obtain additional information, including the patient's weight, if the shower chair was stable prior to the incident (all four legs adjusted to the same height and in contact with the tub floor), and if there were any signs of wear to the seat prior to the incident. If additional information becomes available, a supplemental record will be filed.

Event description:
The dealer reported that the patient was using the 9780 shower chair in the bathtub when the seat broke in half. The patient allegedly fell backwards, hitting her head on the tub floor and scraping her back. She went to the local urgent care where she was diagnosed with a concussion, and she stated that she is still experiencing headaches.

Event description:
The dealer reported that the patient was using the 9780 shower chair in the bathtub when the seat broke in half. The patient allegedly fell backwards, hitting her head on the tub floor and scraping her back. She went to the local urgent care where she was diagnosed with a concussion, and she stated that she is still experiencing headaches.

Manufacturer narrative:
The end user advised that she is the original owner of the shower chair and that it has been in her possession for almost 12 years. She stated that it has been used in the same location the entire time, which is a flat surface in the shower. She indicated that she was using it as normal on the day of the incident when it broke in half. She was asked if there had been any prior signs of wear to the shower chair, and she said not that she could tell. She advised that it never had maintenance or service. The shower chair was returned to invacare for evaluation, which was completed on 06/19/2020. It was observed that the seat was cracked through from left to right at the front of both hand holds, confirming the complaint. The chair legs were received unattached from the seat, so it is unknown how they were oriented at the time of the incident. It was observed that the leg attachment locks were intact and unbroken. However, the legs were set to different height adjustments. Depending on how the legs were installed and adjusted at the time of the incident, it could have caused the seat to be front-loaded, leading to the seat breaking. The 9780 assembly, installation and operating instructions (part number 1122173 revision c) states, "ensure that the shower chair is level and stable before use. Make sure that all four legs are adjusted to the same height."